Event description:
Information was received from a healthcare provider regarding a patient receiving baclofen and morphine, dose and concentrations not reported, via an implantable pump. The indications for use were colorectal and malignant pain. It was reported that the patient ¿appeared to be having spasms around the pump¿. Per the healthcare provider the patient described it ¿like an electric shock or spasm right at the pump site¿ in the lower abdomen. Per the healthcare provider the patient had been hospitalized for the past 2 days and wanted to have a company representative come and check the pump. No further patient complications were reported.